Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the lcd board. The pump had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.

Event description:
The customer's grandmother reported via phone call that the customer had his insulin pump near the sink and it got wet. Caller stated that now the screen keeps going dim and alarming. Caller stated that there is water in the lcd display and it is like the pump is shorting out. Customer's blood glucose was 210 mg/dl at the time of the incident. Caller reported that the pump was exposed to city tap water and the pump was not dropped. Caller stated that there is no physical damage. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to back-up plan.